Event description:
It was reported that a patient experienced a right inguinal hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. Eight days prior to the receipt of this report, the patient was hospitalized for the event. During hospitalization, the patient underwent a surgical procedure to repair the hernia. The patient was discharged the following day. Dianeal therapy remained ongoing. At the time of this event, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as ¿one month ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient experienced an umbilical hernia (previously reported as a right inguinal hernia) coincident with peritoneal dialysis (pd) therapy. The cause of the event of the umbilical hernia was unknown. The nurse stated reported the umbilical hernia didn't necessarily worsen with pd therapy; however, the umbilical hernia became more pronounced when the patient was filled, as expected. The patient was discharged one day after admission. It was reported the patient was recovering from this umbilical hernia event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. As the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.